Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy fluid and abdominal pain. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, frequency and duration were not reported), fortum injection (250mg, intraperitoneal, frequency and duration were not reported) and heparin injection (1000u, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event and was discharged from hospitalization. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.